Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On august 21st, the user contacted dario to report high blood glucose (bg) readings. The user reported that he had been receiving readings more than 20 mg/dl higher from his dario meter when compared to his non-dario meter, the hospital's meter and the meter at the user's doctor's office. The reason for the user's hospital and doctor's visit is unknown. The user reported that he was advised by his doctors not to use the dario meter, and therefore he no longer uses it to test his bg.